Event description:
It was reported that, "while drilling, the drill bit broke of inside of the tibial of the patient. No way to retrieve it, it was left inside of the patient."

Manufacturer narrative:
An eval of the device cannot be performed as the device cannot be performed as the device was not returned to the MFR. The lot code for the reported device was not provided. If device or add'l info becomes available, the eval summary will be submitted in a supplemental report.